Event description:
The patient had a seizure and experienced shocking and jolting the week after implantable neurostimulator implant. The patient was admitted to the hospital. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.